Event description:
A falsely elevated acetaminophen result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. The patient was admitted to the facility. There was no report of adverse health consequences as a result of the falsely elevated acetaminophen result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated acetaminophen result is sample integrity. The dimension(r) flex(r) reagent cartridge acetominophen IFU states: "follow the instructions provided with your specimen collection device for use and processing." And "specimens should be free of particulate matter". The instrument is performing within specifications. No further evaluation of the device is required.